Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to calcification. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. After the valve was fully deployed, a pericardial effusion was noted. Subsequently, pericardiocentesis was performed; however, the effusion continued to grow. In response, the patient¿s chest was opened and the pericardium was drained. Further exploration of the source of the bleed was performed, but no perforation was identified. Ultimately, the patient died. Per the physician, the patient's tortuous anatomy contributed to the event as well as potential trauma from a guidewire. Per the physician, the procedure contributed to the patient's death. Additional information was received to report a non-medtronic (lunderquist) guidewire was used for the case. The physician indicated the patient's age was a contributing factor to the patient's death.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to calcification. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. After the valve was fully deployed, a pericardial effusion was noted. Subsequently, pericardiocentesis was performed; however, the effusion continued to grow. In response, the patient¿s chest was opened and the pericardium was drained. Further exploration of the source of the bleed was performed, but no perforation was identified. Ultimately, the patient died. Per the physician, the patient's tortuous anatomy contributed to the event as well as potential trauma from a guidewire. Per the physician, the procedure contributed to the patient's death. Additional information was received to report a non-medtronic (lunderquist) guidewire was used for the case. The physician indicated the patient's age was a contributing factor to the patient's death.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. (B20 - valve; b18 - dcs) additional codes. Annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: d. Suspect medical device. The dcs is a concomitant device, but is also a system reported device as the dcs cannot be excluded as a contributing factor to the adverse event and meets the reporting requirements in 21 cfr 803; medtronic brand name: evolut fx dcs; product ID: d-evolutfx-2329; lot #: 0013352755; manufactured date: 2026-03-23; use before date: 2028-03-22; full UDI #: (B)(4) ; not implantable; FDA site ID: 9612164 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed due to calcification. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. After the valve was fully deployed, a pericardial effusion was noted. Subsequently, pericardiocentesis was performed; however, the effusion continued to grow. In response, the patient¿s chest was opened and the pericardium was drained. Further exploration of the source of the bleed was performed, but no perforation was identified. Ultimately, the patient died. Per the physician, the patient's tortuous anatomy contributed to the event as well as potential trauma from a guidewire. Per the physician, the procedure contributed to the patient's death.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: (n/a); explant date: (n/a); h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.